Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-13438. It was reported that a patient presented in-clinic. Prior examination of the patient's right atrial (ra) lead revealed high pacing impedance, and ra lead fracture was suspected. During the ra lead revision procedure, a loose connection from the pacemaker header to the ra lead connector pin, causing the ra lead connector pin to pull out. This was found as the root cause of the high impedance. High pacing impedance was alleged on the ra lead and the pacemaker. Surgical intervention to reconnect the device header to the ra lead was performed and completed on (B)(6) 2022 and normal electrical parameters were restored. The patient was stable throughout.

Event description:
New information received notes that there was no indication of malfunction on the pulse generator setscrew or header. Fluoroscopy was used in the procedure and did not note any lead fracture, however, the loose connector pin was noted.

Manufacturer narrative:
Additional information: b6: field should reflect fluoroscopy used in the procedure.

Event description:
New information received notes that there was no indication of malfunction on the implantable cardioverter defibrillator setscrew or header. Fluoroscopy was used in the procedure. The loose connector pin was noted during procedure.